Manufacturer narrative:
Visual assessment of the drill confirmed the reported complaint. The drill head has broken off at the pulse marks on the laser cut section of the drill shaft. No pieces missing. Break shows no material voids. The cannulation at the drill head is deformed (flared). The drill is well worn and the cutting edges are dull. Potentially the cause for this device failure was the use of the drills has been worn or has dull tips that can result in breakage. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl reconstruction the drill head broke off while drilling the femur. The broken piece was removed with an arthroscopic grasper. The case was successfully completed with an available back up device. There were no reported patient injuries. No other complications were noted.